Manufacturer narrative:
Follow-up #1 date of submission 10/25/2016 - device evaluation: in q3 2016 1 pump was returned and investigated. There was 1 instance of audio issues found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 18 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 5 were found to be malfunctioning. 3 of the malfunctions were a result of a cracked solder connection and 2 of the malfunctions were due to a piezo contact alignment failure. During investigation for unrelated allegations, there were 18 additional audio issues found. 10 of these instances were due to a cracked solder connection, and 8 were a result of a piezo contact alignment failure. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 3-77 years of age and between 22 and 245 pounds. Of the reported patients, 6 were male, 11 were female, and 1 was unknown.